Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl. It was reported that the patient stated 'I started having trouble friday night when I went to get my boluses. It wouldn't come up. On saturday, it started working again, but last night, it stopped working again and it won't count down. It's (equipment) not working at all and I'm hurting pretty bad.' While on the call, patient was seeing 'connecting to pump' on the handset screen, which they had seen for over an hour. The patient later confirmed 'connecting to pump, 90%' was the screen they have been seeing. The manufacturer's patient services specialist (pss) had the patient power on communicator and attempt to connect to pump. Patient stated, 'every time' they connect to the pump, they see the 90% telemetry delay and stated it's 'always' done this. Patient then saw a lockout but stated they did not see the 'bolus started' screen and was concerned they weren't getting the boluses. Ps assisted the patient in clearing data. Prior to the data clear, the patient's data was 22.33 mb. Pss reviewed considerations and patient agreed to monitor and call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.